Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having a thoracic and lumbar MRI scan due to the patient still having pain which was related to the device/therapy. There were no further complications reported. The patient stated that it seems like the implant's done nothing and they pain has only gotten worse. The patient indicates that the scs worked at first, but their target pain returned. The patient stated that they feel stimulation, but they have a "terrible annoyance" with it. The patient indicated that they were admitted to the hospital multiple times due to their pain and had been taking morphine. The patient had an ultrasound while at the hospital, and the healthcare provider (hcp) found "a couple of fractures." This led to the hcp wanting to do an MRI. The patient indicated that the managing hcp had tried programming changes to obtain pain relief, but it didn't work. The patient stated that they have "no quality of life whatsoever." The patient had no falls or trauma. The patient stated that their pain returned in (B)(6) 2017, but also later stated that they were hospitalized for the symptoms in (B)(6) 2017. The patient called and reported that same info, but inquired how to get into MRI mode. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was eligible for a thoracic and lumbar MRI because the patient had an MRI before but now the patient has had the ins removed and the leads remain implanted. The hcp stated the patient had the ins removed because "it was not working". The hcp provided clarification and stated that the patient said they felt more pain with the ins than without. The hcp said the ins was removed in 2018, "like the very end, (B)(6)". No further complications were reported.